Event description:
It was reported that pump experienced repeated malfunction alarms with code 12 and associated fault, and caller stated there was no notable event before malfunction and had encountered same issue multiple times on same pump. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin method, declined contacting healthcare provider for alternative therapy, requested replacement pump by next day, and technical support arranged pump replacement under warranty, explained normal shipping time, and planned to consult internal support for possible expedited shipping before caller ended call.